Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 2.2, lab: 0.8, therapeutic range: 2.0-3.0. The patient self tester states he tested on his inratio meter early in the day and received an inratio reading of 2.2. Later that day he was hospitalized due to a tia. At the time of hospitalization, lab inr was 0.8. The patient was hospitalized for five (5) days. The exact dates of hospitalization could not be provided. The patient reports his speech was affected due to the tia and he had limited movement on the right side of his body. Patient states he is doing much better now, but states his memory is not as good as it was before. Technical services contacted alere home monitoring (ahm) in order to determine the date the inratio test in question was taken and obtain additional information regarding the patients hospitalization. Ahm does not show any results of 2.2 any time around (B)(6) 2014 and does not have any record of the patient being hospitalized. The following two inratio results from (B)(6) 2014 were reported to ahm: (B)(6) 2014 inratio= 2.0; (B)(6) 2014 inratio= 1.8. The patient self tester could not provide a serial or lot number. Ahm provided both the serial number at the time ((B)(4)) and the strip lot that was shipped prior to (B)(4) 2014. Strip lot #344098 was sent on (B)(4) 2014. The patient was unable/unwilling to trouble shoot or provide additional information.